Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. In the operative report, it was stated that the surgeon "put in initially a 36mm myxo ring and then took it out about halfway through it and put in a 34mm band, which seemed to fit much better." It was reported that the patient also had another device, model #5100, implanted. Please reference MFR report #6000002-2008-06083. Information learned through implant patient registry and through surgeon's response.

Manufacturer narrative:
It was reported that the patient also had another device, model #5100, implanted. Please reference MFR report #6000002-2008-06083. Sizing issues. Device not returned